Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the needle broke during sewing or was it found broken inside the package? How many minutes was the procedure delayed? Were there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an endoscopic surgery for colon surgery on (B)(6) 2020 and the suture was used. During surgery, the needle was found broken at the swage (the end of the needle) when sewing. A like device was used to complete the surgery. There were no adverse patient consequences reported.